Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lung decortication procedure, customer reported that a stapler "stopped working" and "had to be "cut out" during a thoracic case. According to customer, the pcee60a stapler with green 60mm reload did not fire and the jaws could not be opened. Customer said "everything stopped working" and there was no power to the stapler. She said the physician tried the reverse button, manual override, and removing and replacing the battery, but the jaws would not open. The physician then cut around the stapler to remove the stapler, thereby taking a "bigger specimen." This was the last of "several" firings during the case. All other firings were fine. At the back table, they were still unable to open the jaws. Another pcee60a was opened and used and procedure was successfully completed. Patient consequence was not reported.